Event description:
Customer reportedly received the following results on the inform system within 10 minutes: 501 mg/dl, 109 mg/dl, 466 mg/dl. No adverse event reported. Requested return of suspect strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.